Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system underwent a revision surgery, during which the complete system was explanted and not replaced. No adverse patient effects were reported. This right ventricular (rv) lead has not been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system underwent a revision surgery, during which the complete system was explanted and not replaced. No adverse patient effects were reported. This right ventricular (rv) lead has not been received for analysis. Additional information was received. This rv lead was received for analysis.